Event description:
The customer ran blood glucose tests on 2 contour next link meters and received readings of 243 and 89mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer returned a different lot# of strips than what was submitted in the initial report. The strips were evaluated and gave control results that read hi and 264mg/dl high out of spec. Blood readings were an average of 429mg/dl high out of spec. Retention reagent gave satisfactory performance.